Event description:
Found during routine testing. It was reported that the device had logged multiple fault codes, within seconds of each other, that could indicate the device may have intermittently locked up. Momentarily, there was no patient associated with this report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the system/memory pcb assembly and then observed probe device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly in the failure analysis center and confirmed the logged fault codes but could not reproduce them and could not determine root cause.